Event description:
Pt admitted on (B)(6) 2020 with a suspected heartware hvad pump thrombus as evidenced by increasing powers (in watts) and flown (lpm). Power elevated enough so that the pt was experiencing high power alarms. Labs, ua, echo and cardiac morphology performed (see results posted in relevant lab section). Initial ldh was 1195 iu/l at 0210, elevated at 1796 iu/l when checked again at 1249. The team met after reviewing all the test results and decided the pt should be taken to the operating room for an emergent heartware hvad pump exchange. During the operating room procedure, the surgeon was able to identify 2 significant sized thrombi in the lv that were partially obstructing the inflow cannula that were the cause of the hemolysis. The pump exchange surgery went well. The pt is currently recovering in the ICU. FDA safety report ID # (B)(4).